Event description:
Patient revised for pain and elevated cocr levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain and elevated cocr levels. **update: (B)(4) 2013 - litigation papers received. Litigation alleges squeaking/creaking, popping and difficulty ambulating. It is also alleged that during the revision surgery the surgeon noted blackened synovial tissue consistent with metallosis and green-yellow fluid in the joint space. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update rec'd 5/14/2014¿ pfs and medical records received. After review of the medical records the revision operative note indicated metallosis. It was also noted the cup wasn¿t in an ideal position, but it was decided to not revise it as it was well fixed. The cup isnt being reported. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A complaint database search finds one other reported incident against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 5/14/2014- pfs and medical records received. After review of the medical records the revision operative note indicated metallosis. It was also noted the cup wasn't in an ideal position, but it was decided to not revise it as it was well fixed. The cup isn't being reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleged metal wear. Added revision hospital, revision surgeon and updated patient initials. Doi: (B)(6) 2005 dor: sep. 09 2011 (right hip).